Event description:
The patient was at work and boxes fell on her and hit her thigh where the implantable neurostimulator (ins) was implanted. Following the incident, she had bruising on her thigh; no stimulation sensation; and a shocking or jolting sensation when she bent down or when she pressed the scar on her ankle. The patient had a loss of therapeutic effect; she said "she feels like she is walking on a super ball again". The patient was unable to adjust the stimulation; the ins battery light was flashing. The patient believed that either the battery had run down or the leads had become disconnected. She thought probably the battery due to the length of time the ins had been implanted. The patient noted that she had forgotten how incredibly bad the pain was and that the ins had changed her life and she wanted it back. The patient had lost contact with her implanting physician and was looking for a new physician to manage her devices. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)